Manufacturer narrative:
The pump was received with a severely dented/broken retainer ring, severely dented reservoir tub lip, detached/broken case bottom, cracked case at the battery tube side, minor scratched display window, scratched case, pillowing keypad overlay, broken off components on the electronic assembly, damage motor flex cable and corroded battery tube. The p-cap will not lock properly into the reservoir compartment due to severe damage to the retainer ring and reservoir tube. Cosmetic damage was confirmed at the pump case/case bottom, retainer ring, reservoir tube, electronic assembly, motor and battery tube. Retainer ring damage confirmed. Reservoir unable to lock into place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced damage (physical or cosmetic). The customer reported a blood glucose value of 300 mg/dl. The customer reported hyperglycemia which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-442a, mmt-1884l. Troubleshooting was performed. Customer reported high bgs. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-442a. The customer will discontinue using the insulin pump and mmt-1884l was returned for analysis.